Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd introsyte-n¿, the introducer did not split properly and was broken. The following information was provided by the initial reporter, translated from (B)(6): bd introsyte-n introducer did not peel properly upon removal. It even broke trying to break it, which pierced the ktecc in place. In addition, a small piece of the introducer broke.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the reported conditions of peel incorrect / will not peel and introducer defective / damaged were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that while using the bd introsyte-n¿, the introducer did not split properly and was broken. The following information was provided by the initial reporter, translated from french: bd introsyte-n introducer did not peel properly upon removal. It even broke trying to break it, which pierced the ktecc in place. In addition, a small piece of the introducer broke.